Event description:
It was reported that the previously working remote monitor would not power on when the start button was pressed. Disconnecting and reconnecting the power cord resolved the issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.